Manufacturer narrative:
This occurred during an unknown date in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150 ml intravia container had a leak from the seam at the port. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional leak testing and pressure testing a leak was observed between the port seal and port tube. The reported condition was verified; however, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.